Event description:
Inbound, one of patient¿s cadd legacy cassettes caused alarm of no disposable pump, won¿t run on either pump. Changed over to new cassette and alarm resolved. No further details provided, lot # 368994.